Event description:
The clinic manager (cm) for a user facility reported to fresenius that the heparin line disconnected from the fresenius bloodlines during the patient's hemodialysis (hd) treatment and caused a blood spill. Additional information was obtained during follow-up. The patient care technician (pct) was taking the patient¿s vitals approximately an hour after treatment initiation and visually observed that the heparin line disconnected from the custom combiset bloodlines. No machine alarms were received on the 2008t machine. Treatment was stopped. The patient¿s estimated blood loss (ebl) was 250 ml. There was no serious injury or required medical intervention. Treatment was restarted on a new machine and completed with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that the heparin line disconnected from the fresenius bloodlines during the patient's hemodialysis (hd) treatment and caused a blood spill. Additional information was obtained during follow-up. The patient care technician (pct) was taking the patient¿s vitals approximately an hour after treatment initiation and visually observed that the heparin line disconnected from the custom combiset bloodlines. No machine alarms were received on the 2008t machine. Treatment was stopped. The patient¿s estimated blood loss (ebl) was 250 ml. There was no serious injury or required medical intervention. Treatment was restarted on a new machine and completed with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.